Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded keypad traces. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with stained end cap sticker.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 197 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.